Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. No abnormality was found in the appearance. The reported problem was not duplicated or confirmed. This product does not include a flow sensor. The root cause is unknown because the defect event cannot be confirmed. It was confirmed that the float sensor, not the flow sensor, also functions properly. The device passed the functional test and performance tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action is taken because the event does not occur again.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone#: (B)(6). The 510k number provided in section g5 is for the domestic similar product: k911383. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed in accordance with 21 cfr 803.56.

Event description:
It was reported that the flow sensor was defective. There was unknown patient involvement and unknown patient harm/adverse event reported.